Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event has been estimated.

Event description:
It was reported that the ipg could not connect with external devices, following an rf ablation procedure. It was not certain whether surgery mode had been turned on prior to the rf ablation. Troubleshooting was able to resolve the issue, and the ipg is now fully operable.